Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/14/2025, a patient reported via email that they had undergone open-heart surgery in (B)(6), during which arthrex fibertape was used for sternal closure. Postoperatively, the patient experienced persistent popping and grinding sensations and was subsequently diagnosed with sternal non-union. The patient is currently consulting with their surgeon to explore second-line treatment options following the failure of fibertape as a first-line sternal closure method.

Manufacturer narrative:
Additional information: b1, d6a, g3, h3, h6. The failed device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.